Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16, with no notable events prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.